Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, after the lead was placed, the lead dislodged during catheter slitting. The lead was removed and not replaced. No patient complications have been reported as a result of this event.